Event description:
It was reported that the programmer had a black screen after starting up. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the power supply was replaced. It was also noted that the printer was replaced. (B)(4).